Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that programmer was unable to interrogate implantable device. It was determined at analysis that the cursor was jumping intermittently when using the finger touch option. Electromagnetic interference (emi) repair was performed to resolve the issue. It was noted that the upper and lower case and media door latch were damaged. It was further noted that the upper hinges left and right were worn out. The keyboard frame and front latch were broken. The bullets assy lower left and right were broken. The paper tray was missing release handle. The display bezel was damaged. Software update related error codes were found in the log file. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to interrogate implantable device. The programmer was returned for evaluation and sub sequently tested out of specification during manufacturer's analysis. There was no patient involvement.